Event description:
The device was insitu for five days, during the removal of the device, it was noted that the catheter detached and remained in the patient's vein. A surgical cutdown was performed to retrieve the detached piece.